Event description:
A community pt self managing implanted port for continuous IV parenteral nutrition reported a slow leak from the septum of the valve. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
Manufacturer's report date: 04/06/2011. (B)(4). Product evaluated and customer's complaint of leakage from the smartsite was confirmed. Leakage was noted from a small split in the blue piston component. Root cause of the split is undetermined.